Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging black particles in the humidifier of a rep dreamstation auto CPAP. The end user called in alleging there was black particles in the humidifier. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. Attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.